Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display issue occurred. During preparation, a rotablator console was used. However, the device does not display rpm's. The procedure was completed with another of the same device. No patient complications were reported and there were no patient issue to report.